Event description:
An aneurx stent graft system was implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the stent graft was successfully implanted. The patient tolerated the procedure well and was taken to the recovery room. While in the recovery room, the patient had a mild injection fraction and expired. It was reported to medtronic that the physician does not believe the death was device or procedure related.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (death).